Manufacturer narrative:
Customer tested negative using ihealth covid-19, flu a&b 3-in-1 antigen rapid test then tested positive for flu a at an urgent care clinic. Type of test taken at urgent care was not specified. No purchased information provided, unable to determine if the product used by the customer is an authentic product, and no lot number was provided, unable to effectively verify and confirm customer feedback.

Event description:
Event details: these kits must have been faulty. Our family had tested using kits as directed. We all tested negative. Our symptoms were that of the flu so we verified at urgent care clinic with a positive test flu a result.